Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed user error as the operator inadvertently did not make the correct patient connections during treatment. Treatment was ended without performing rinseback. The user's guide provides adequate instructions for performing manual rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator inadvertently did not make the proper patient connections during treatment. As a result, the effluent filled the saline bag. Treatment was discontinued without performing rinseback due to concerns of contamination, resulting in an estimated blood loss of 190cc. No medical intervention was required.